Event description:
A user facility biomed reported that a pt health status deteriorated after the staff failed to respond to a 7200 ventilator's audible alarm. The customer did not say how much time elapsed after the ventilator's high pressure alarm activated before the support staff came to the pt's aid. The pt's condition was reported to have dropped to critical. It was noted that the ventilator was in good working order and the volume and tone of the alarm was sufficient to be heard. It is unk the current status of the ventilator, but there was no allegation of any malfunction. This report is not an admission by mallinckrodt that this device caused or contributed to the event alleged in this report.